Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer has been experiencing high blood glucose in the middle of the night. The blood glucose readings have been 400 to 500 range. The lows have been in the 30 range. The physician has been making adjustments to the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.